Manufacturer narrative:
A review of device history records (DHR), for zfin work order#: (B)(4), part#: 600183956 rev b, batch#: 9121583, and associated lower-level assembly zsmi work order#: (B)(4), part#: 600054127 rev c, batch#: 9095306, were conducted and no issues were found. Units that were released into component goods passed all manufacturing visual inspection and functional testing requirements with no associated rework or ncmr. Specifically, for s/n: (B)(6), DHR review confirms sterilization requirements were met. Based on the investigation performed, there is no indication of any nonconformance from manufacturing process, and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient's wound at the ipg site was not healing. In turn, the patient underwent surgical intervention wherein the system was explanted.